Event description:
It was reported that during a follow up high, out of range, pacing lead impedance and high threshold were observed. The lead was capped and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.